Event description:
Event reported by the initial reporter: "10 weeks post procedure xray shows screw bending. Patient require additional surgery to remove the screw." Details of occurrence: patient's hand has been in plaster since the operation and assessed as compliant with rehab protocols. Consequence of event: patient require additional surgery to remove the screw. Product name: ibs 2.5 -c compression screw, diam 2.5 lg 26 mm t7. Reference: s25 st026. Patient: femal 50 kg. Product will be returned: no. UDI / lot number: unknown for the moment.